Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6.b, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, crease fold, wear abrasion and yellow particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening.